Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). E1 initial reporter first name -correction. E1 initial reporter last name - correction. E1 initial reporter email - correction. E1 initial reporter address - correction. E1 initial phone number - correction. H2: additional information/device evaluation.